Event description:
Defective cpu board. The device was received at infusystem and its repair was performed by their technical team. Device history record was reviewed, no event linked to the reported issue was observed. Due to the device failure, device log could not be extracted therefore its review could not be performed. Configuration pc test message was displayed on screen when the device was switched on and just the on/off key from keypad was functional. The reported event is therefore confirmed. Several tests were carried out after replacement of the cpu board which leave to think that a defective cpu board was the cause of the reported event.

Event description:
Defective cpu board.